Event description:
It was reported that during a routine device change out, the physician used electrocautery and the pulse generator exhibited loss of ventricular capture. The physician ceased using electrocautery and the device resumed function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.